Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the freestyle libre sensor. The customer reported receiving a reading of 'lo' (< 40 mg/dl) on the sensor. The customer felt no symptoms, but had contact with a healthcare professional. The customer received a hcp meter reading of "high 20, nearly 30 mg/dl", and was diagnosed with hyperglycemia. The customer was treated with one insulin injection (type unknown). There was no report of death or permanent injury associated with this event.